Event description:
When the certified nursing assistant (cna) twists off the safety cap for the unistik touch lancet, the entire lancet falls apart. A cna has sustained a clean needle stick as a result. I have been informed of similar events occurring with this device. Currently investigating to determine scope.